Event description:
It was reported that during an interventional cardiology procedure a shaft fracture occurred. The physician experienced difficulty in advancing the liberte' monorail stent delivery system. It is further reported that during the procedure, the liberte' monorail stent delivery system catheter broke inside of the pt. The device was successfully removed from the pt without difficulty. The lesion being treated was in an anterior descending coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.